Event description:
The pump was returned for investigation. Investigation revealed that the battery cap threads were stripped. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the returned battery cap threads were found to be stripped. A test battery cap was able to be fully secured to the pump and was used to complete all testing. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling from the base. Also unrelated to the complaint, evaluation revealed that the label on the pump was scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).